Event description:
It was reported that a user experienced a brief sensor connectivity error with an fsl3+ glucose sensor, which was resolved by restarting the sensor and rescanning to restore readings. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no alerts, no alarms, and no impact to therapy or daily activities. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed that connectivity was restored after a sensor restart, with no persistent malfunction observed. It was concluded that the event was transient and resolved with standard troubleshooting, with the device performing as expected after restart.